Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past couple of weeks has noticed that doesn't urinate during the day and just urinates at night. Patient said that last week went to the bathroom twice a day and now for the last two days hasn't gone at all during the day. When asked, patient said that about a month ago had pneumonia and covid and was hospitalized. Patient said that saw managing physician last friday and neither of them knew how to use the external devices. Patient said that the physician called the rep however patient didn't stay for an update. Reviewed therapy information and general programming guidance. With instruction patient attempted to connect to implant however it was discovered that the programmer needed to be charged. Patient to charge communicator and then call patient services to resume instruction. The patient was redirected to their healthcare provider to gather information regarding conversation with the representative.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.